Event description:
It was reported that the charging pad for the ilet system was not functioning, and troubleshooting with the user did not resolve the issue, so a replacement charger was arranged. Symptoms included no clinical symptoms. Outcomes included no impact to the user¿s health. Investigation included technical troubleshooting with the user. Investigation of this case revealed a nonfunctioning external charger. It was concluded that the charger failed and a replacement was provided.